Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the pump screen go solid white and then black" is not confirmed. The power supply passed functional test specifications. The root cause of the reported complaint is undetermined. No further action required.

Event description:
It was reported by the perfusionist that the hospital staff had witnessed an intra-aortic balloon pump screen go solid white and then black followed by the whole pump stopping. They were able to restart pumping and then get the pump switched out. It came back on and was not pumping. The perfusionist called to request service for the pump. The patient did not have any complications and the pump was changed out. Per field service report# (B)(4), the pump was serviced on (B)(6) 2017 and (B)(6) 2017. The reported complaint could not be duplicated. The power supply was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist that the hospital staff had witnessed an intra-aortic balloon pump screen go solid white and then black followed by the whole pump stopping. They were able to restart pumping and then get the pump switched out. It came back on and was not pumping. The perfusionist called to request service for the pump. The patient did not have any complications and the pump was changed out. Per field service report# l700515, the pump was serviced on (B)(6) 2017. The reported complaint could not be duplicated. The power supply was replaced.